Event description:
It was reported that the patient presented in clinic for a routine generator change. During the procedure, the physician noted the pacemaker does not provide therapy. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
Correction: b5 the reported event of no pacing could not be confirmed. The pacer was received with dislodged ventricular contact spring and battery voltage above elective replacement indicator (eri). Contact spring was found with some dried blood and no anomalies were seen on the channel. Performed device history record (DHR) review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Electrical and mechanical analysis performed with a new contact spring, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented in clinic for a routine generator change. During the procedure, the physician noted the pacemaker to be implanted did not provide therapy. The pacemaker was replaced during the procedure on 24 feb 2022. The patient was stable.